Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of the handle ring was broken.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during the lithotripsy procedure performed on (B)(6) 2023. During the procedure, the handle ring was broken. The procedure was completed with another trapezoid rx.. There were no patient complications as a result of this event.